Manufacturer narrative:
H10- additional narrative

Manufacturer narrative:
B3; b5

Event description:
It was reported that multiple, intermittent auto off alarms occured. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Customer chose to adjust settings to address the issue. Customer¿s blood glucose level was approximately 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Customer chose to adjust settings to address the issue. Customer¿s blood glucose level was approximately 400 mg/dl.